Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition for two seconds during an atrial tachy response (atr) episode. Technical services reviewed the episode and found the atr ended two beats before the pause for no reason which is most likely due to an underlying intrinsic measurement commanded from the programmer. At this time, the device remains in service. No adverse patient effects were reported.